Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2019. The patient reported that on (B)(6) 2019, the continuous glucose monitor (cgm) reading was 5.4 mmol/l while the blood glucose (bg) reading was 3.2 mmol/l when she was feeling shaky and sick. The patient treated herself with lucozade sports drink and felt fine afterwards. No medical intervention was reported. At the time of contact, the patient felt fine. The reported allegation falls within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. It was indicated that the sensor was inserted into the arm, which is off label usage/misuse of the device. No additional event or patient information is available.